Event description:
It was reported that the wake button was unresponsive unless extreme force was used while pressing it. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose was between 54-500 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.